Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) interventional procedure using proglide devices. Reportedly, link breaks occurred with two proglides in a row. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22f sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported link break and unexpected medical intervention appears to be related to operational context. It is likely an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.